Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link valve disconnected from a non-baxter tubing luer. This is because the non-baxter product has a three turn collar and the one-link valve has enough threads for only two turns. There was no report of patient injury or medical intervention associated with this event. No additional information is available.